Event description:
It was reported that two deltaplush cerecyte microcoils would not detach in the vertebral artery aneurysm. The aneurysm was 3mm in diameter and 2mm at the aneurysm neck. There was no physical resistance felt. The coils were removed from the patient with no patient injury reported.

Manufacturer narrative:
(B)(6). Complaint conclusion: the products were not returned for evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. Without the return of the devices for analysis, the exact root cause of the problem reported could not be determined. There was no information provided to indicate that the inability to detach the coil was related to a manufacturing issue; therefore, no corrective action will be taken. This is one of 2 mdrs associated with patient identifier (B)(6). This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting...